Event description:
The patient was enrolled in the heal-laa study on (B)(6) 2024 with patient identifier (B)(6). It was reported that the device did not seal, and thrombosis occurred. On (B)(6) 2024, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 40mm watchman flx pro device with a complete laa seal and deployed device diameter of 34 mm. The previous imaging performed post index procedure on (B)(6) 2024 revealed no intracardiac and left atrial appendage thrombus and a complete seal was noted post index procedure. On (B)(6) 2024, 48 days post index procedure, the patient presented for protocol scheduled 45-day follow-up. Transesophageal echocardiography (tee) imaging assessment was performed which revealed a 0.6 cm non-mobile thrombus on the atrial facing surface of the watchman flx pro device and 5mm residual jet was noted around the device. No interventions were performed to close the leak. The patient medication regimen was changed from dual antiplatelet therapy to anticoagulation medication (eliquis).